Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos were provided for investigation. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained sample's test results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® 9nc 0.109m plus blood collection tubes the tubes would under fill. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: inability to reach the required amount when taking blood samples for patients.